Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00772. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. A direct correlation between (B)(4) and the reported gi bleeding could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to an outside hospital with blood in their stool. The patient¿s hematocrit and hemoglobin had dropped and the patient was transfused with 1 unit of packed red blood cell (prbc). The patient was later transferred to the implanting hospital for further evaluation. Upon arrival, their hemoglobin was 7.3 g/dl. The patient received 2 more units of prbc. On (B)(6) 2018, the patient had an endoscopy performed and 3 hemostatic clips were placed. There was no bleeding at the end of the procedure. Anticoagulant at time of the event was aspirin. The patient was discharged on (B)(6) 2018.